Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and tachy shocks in different not isolated episodes due to episodes of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service and no additional adverse patient effects were reported.